Event description:
It was reported that the sys failed to boot to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo connector were evaluated and replaced. The system was tested and found to be working as intended and returned to service.